Manufacturer narrative:
(B)(4). Concomitant product: drug eluting coronary devices (3.0x23mm, 3.5x12mm, 2.5x28mm). The stent remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and ischemia, as listed in the xience prox everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro x is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
Subsequent to the initial medwatch, the following information was received: all three drug eluting coronary devices were successfully deployed and reportedly did not contribute to the reported event. After implantation of the 4.0x23mm xience prox stent in the proximal cx, the obtuse marginal coronary artery was jailed. The patient experienced non-specific chest pain and st depression. The event resolved and intravascular ultrasound (ivus) was performed confirming good flow. Post procedure, the patient experienced elevated cardiac enzymes without reported treatment. On 05/29/2015, the elevated enzymes resolved without sequela.

Event description:
It was reported that on (B)(6) 2015, drug eluting coronary devices (3.0x23mm and 3.5x12mm) were successfully implanted in the mid left anterior descending coronary artery lesion. A 2.5x28mm drug eluting coronary device was successfully implanted in the circumflex coronary (cx) artery. Reportedly, all three devices were successfully deployed without issue. Following, an unspecified 4.0x23mm xience stent was implanted. Post xience stent implantation, the obtuse marginal coronary artery jailed. The patient experienced non-specific chest pain and st depression. Intravascular ultrasound (ivus) was performed on the cx and the atheroma was confirmed with good minimal luminal area (mla) and no further disruption. Reportedly, the event required prolonged hospitalization. Post procedure, the patient experienced elevated cardiac enzymes without reported treatment. On (B)(6) 2015, the event resolved without sequela. There was no additional information provided.